Event description:
After several times of coagulating, the tissue pad almost disengaged and would not cut and coagulate any more. There was a small amount (less than 500cc) of bleeding and nothing fell into the cavity. Another device was used to complete the procedure.